Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant procedures, a pt experienced ghosting, shadows, halos, blurred vision, and foggy visual acuity. The lens was exchanged. The pt is reported to be "doing better". There are two MFR reports associated with these events. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The file indicated the use of cartridge, handpiece, and viscoelastic. The product history records could not be review for the cartridge/handpiece lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The cartridge is not qualified for use in the reported handpiece. It is unk which viscoelastic was used in the cartridge. A failure to follow th dfu was indicated by the use of a handpiece that is not qualified for the lens/cartridge combination, which may result in delivery difficulties or product damage. The product investigation could not identify a root cause for the complaint. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received on 04/15/2014 and additional info was received via phone. (B)(4). This report was mailed to FDA on: (B)(4) 2014. The manufacturer internal reference number is: (B)(4).